Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the device passed visual inspection. Functional testing revealed an afe_c(analog front end_communication) failure flag, which rendered battery inoperable. Supplemental testing revealed there was a communication error between the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages and provides safety protection when certain conditions are met. This communication error caused the battery to trigger a safety flag and become inoperable, thus flashing red on the battery charger. Also, since the battery was inoperable, the controller would alarm due to a faulty battery when connected to the controller. A reset of both integrated circuits was able to remove the flags and resulted in the battery regaining functionality. The most likely root cause may be attributed to a communication error between the gas gauge integrated circuit (ic) that monitors the battery and reports information to the controller and the ic that measures cell pair voltages. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the battery had a red flashing light when it was attached to the battery charger.  Also, the controller would alarm when that battery was attached.  The battery was taken out of service and replaced.  No patient complications have been reported as a result of this event.